Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized. One day after the event onset, the patient began treatment with cefazolin injection (1gm for 13 days) and ceftazidime injection (1gm for 13 days). At the time of this reported, the patient has recovered and pd therapy was ongoing. No additional information is available.